Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill phase of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The caregiver observed that the patient line was pinched, and air was going into the patient line. The caregiver stopped the therapy and there was no alarm. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.